Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the outer insulation was melted, the middle insulation had cosmetic metal induced oxidation, the inner insulation had metal induced oxidation, the outer insulation had metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that two defibrillation leads were removed to create access for a device system upgrade. A new right ventricular defibrillation lead was implanted. No patient complications have been reported as a result of this event.